Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-00774. It was reported patient experienced high impedances after an ipg replacement. As a result patient underwent surgical intervention on 26 jan wherein it was noticed that the high impedances were due to a bad connection off the extension to ipg header. The connection was "fixed" and all impedances were normal. This addressed the issue.